Manufacturer narrative:
Eval results: the returned lead revealed a severe bend/kink with all wires broken approx 16 cm from the stimulation end. No functional testing could be performed on the fractured lead due to the broken wires. As there was no breach of the outer tubing of the lead, the damage observed is consistent with an overstress condition the lead was subjected to while it was implanted. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) scs system included a percutaneous lead implanted on (B)(6) 2011. It was reported that the lead exhibited high impedance measurement. An x-ray revealed a break in the lead above the anchor at the lumbar exit point. As such, the device was replaced. Effective stimulation was recaptured for the pt following the procedure.